Event description:
The facility reported that a patient was being transferred from a bed to a chair. It was reported that the patient had some involuntary movement and that the caregiver attempted to hold the patient by the back and give a little push to get the patient to the bed when the sling clip snapped off. The patient fell to the ground. The patient was taken to the emergency room where she was treated and released. It was indicated by the facility that she received "minimal" injuries, but the extent of the injury is unknown and the treatment provided is unknown.